Manufacturer narrative:
Additional information was received that the physician did not remember if leads looked fractured during the procedure. He was thinking the he cut them to take the system out. No further course of action at this time.

Event description:
A report was received that during product analysis it was discovered that the lead was fractured.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(4)) device evaluation indicated that the visual inspection of the lead found that it was cleanly cut at 25 centimeters from the proximal end, and the distal end was not returned. X-ray inspection revealed that the cables were fractured and not clean cut. It appears that excessive tensile force was exerted onto the lead body, resulting in multiple cable fractures. There are no reported complaints of high impedances during the 2-3 reprogramming sessions that the patient had. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. The cause and the time of occurrence of the fractured cables couldn¿t be determined. There are no exposed cables.

Event description:
A report was received that during product analysis it was discovered that the lead was fractured.